Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2011, due to cup impingement and osteolysis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "material sensitivity reactions". Also under possible adverse effect number one, it states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant". Under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the returned component found signs of wear such as abrasions, scratches and gouges which could have been caused during implant removal. There is apparent bony ingrowth on the exterior spherical surface. Evaluation of the associated liner found deformation around the perimeter consistent with impingement wear. This report filed (B)(6), 2011.